Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The device has been returned to the manufacturer requested return of suspect product for evaluation.